Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump reservoir lip is completely broken and half of it is missing. Customer stated it has been cracked but it cracked more on her last set change. Customer stated that, it has been cracked but she noticed it was more cracked on her last set change with no specific event. Customer reported damage to the pump. Details of the damage was chipped off reservoir lip that happened over time and cracked more on her last set change. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with broken half of reservoir tube lip. Pump passed the self test and displacement test. No missing segments/partial display noted.